Event description:
This spontaneous case was reported by a regulatory authority and describes the occurrence of uterine perforation ("1 device fell out of fallopian tube and perforated uterus and is now in the fatty tissue around her bowel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gastrointestinal pain ("1 device now causing bowel pain and spasm"). The patient was treated with surgery (hysterectomy (one device removed)). At the time of the report, the uterine perforation and gastrointestinal pain outcome was unknown. The reporter provided no causality assessment for gastrointestinal pain and uterine perforation with essure. Amendment: the report was amended on (B)(6) 2018 for the following reason: intervention required field was ticked. No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.